Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed due to the device stopped working as expected after two years. A scan was performed and it appeared that the balloon had emptied. After the balloon was explanted, it was filled with water and a hole was noted at the connecting point of the tubing to the balloon. A new aus consisting of a cuff, pump, and balloon was implanted. Following the surgery, the patient was satisfied.